Manufacturer narrative:
(B)(4).

Event description:
It was reported that false mode switches due to far r-wave oversensing were observed via remote transmission. Programming changes were made. There were no adverse consequences to the patient. The patient will be closely monitored via remote transmission.